Event description:
It was reported that speaker volume and vibration were too loud. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting at time of call, and technical support advised customer to follow up for troubleshooting if issue continued.